Event description:
It was reported that pump reset itself unexpectedly, and no additional details or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions, device return, or replacement were documented, and no further information was received regarding the outcome of the event.